Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Low bg cause was not known. Customer was asleep at the time of the low bg, and they did not realize it so they did not address bg. This event did not cause an injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.